Event description:
It was reported that a separation of the catheter shaft occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified right coronary artery. The guidezilla¿ guide extension catheter was being used as support of a non bsc guide catheter. It was reported that resistance was encountered when the guide extension catheter was being manipulated. The guide extension catheter was removed from the patient and it was noted the guide extension catheter "was about to be separated." According to the physician, the guide extension catheter was withdrawn a few times and may have been twisted. The procedure was completed with a different device. The patient status was listed as good.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in 2 pieces. There was blood present in the shaft of the device. Microscopic examination and tactile inspection yielded no damage or irregularities. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was pulled out of the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Based on review of the reported complaint and analysis of the returned device, the most probable root cause for this complaint was considered ¿operational context.¿ the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a separation of the catheter shaft occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified right coronary artery. The guidezilla¿ guide extension catheter was being used as support of a non bsc guide catheter. It was reported that resistance was encountered when the guide extension catheter was being manipulated. The guide extension catheter was removed from the patient and it was noted the guide extension catheter "was about to be separated". According to the physician, the guide extension catheter was withdrawn a few times and may have been twisted. The procedure was completed with a different device. The patient status was listed as good.

Manufacturer narrative:
(B)(4).